Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoarvue placement procedure on (B)(6) 2024. Fiducial markers were placed prior to the injection. During the procedure, there were no issues identified. However, the doctor observed that the size of the prostate was larger than the reported 60 cc. The correct placement of the hydrogel was confirmed using ultrasound, and the procedure was successfully completed without any complications or issues reported by the patient. The patient underwent a computed tomography (CT) scan on the same day. During the scan, the physician observed that there wasn't much gel in the periprostatic space. Instead, it appeared to be in the periprostatic veins that were dyed on the CT scan. A magnetic resonance imaging (MRI) was conducted, revealing a filling defect up to the common iliac. Upon examination of the MRI and CT images, it was observed that the defect originates in the left internal iliac and progresses up to the common iliac. The patient will receive moderate hyperfractionation instead of stereotactic body radiation treatment (sbrt). The patient was reported to be doing "okay".

Manufacturer narrative:
Block d4 and h4: the complainant could not report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.